Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was evaluated on an in-house system or equivalent for functional testing and failed to provide video due to an electrical or communication failure. The in-house system was unable to communicate with the endoscope, resulting in the error message ¿check endoscope cable connection / endoscope self-test failed.¿ a visual inspection identified cosmetic damage to the endoscope. The housing shell exhibited faded and/or removed laser markings. Evaluation also identified a camera instrument adapter defect. A friction test was performed using a screening aid by manually rotating the adapter to detect for friction. The adapter did not rotate properly, and audible noise were heard, confirming binding. The camera instrument adapter was removed from the housing and further evaluation revealed an attached endoscope adapter (aea) shaft bearing contributing to the friction. Further evaluation found the endoscope cable integrated connector had mechanical damage such as scratch marks, indentation or broken missing pieces at the proximal end of the cable. Testing on an in-house system or equivalent again failed due to electrical or communication issues. When connected, the endoscope briefly displayed color bars in both eyes. Testing on a diagnostic tester or equivalent also failed due to an electrical failure, with results indicating a voltage condition outside the expected range. Additional in-house testing continued to fail due to electrical issues. The endoscope distal tip and shaft were found with mechanical damage. The endoscope cable testing failed due to a wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed troubleshooting and noted that the endoscope (B)(6) not only failed the self-test but also caused error 45311 on the system. Another endoscope operated without any issue during the initial test drive. The fse advised the customer to return the affected endoscope for evaluation. The fse proactively replaced the endoscope controller (ec). Please refer to patient identifier (B)(6) for additional details related to the ec. The system was tested and verified as ready for use. Isi has not received the endoscope involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the endoscope was not being recognized. The customer replaced the endoscope and the issue was still present. It was also noted that there was no video image. While on the call, the customer was also performing a system restart. After the restart, the system recognized the endoscope, and the customer was able to target. The customer also reported that the image was inverted. The tse had the customer reseat the endoscope, and the image was restored to normal. The procedure was completing as planned with no reported injury.